Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device:,'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage),') and abortion spontaneous ('pregnancy (stillbirth or miscarriage),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain / chronic,"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and infection ("infection nos") and was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2015 salping. (Bilateral) (interpreted as: salpingectomy) and suction dilatation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, genital haemorrhage, infection, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted:date(s) of removal: (B)(6) 2015. Date(s) of insertion : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result unknown. (Unspecified) yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device:,'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage),') and abortion spontaneous ('pregnancy (stillbirth or miscarriage),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain / chronic,"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and infection ("infection nos") and was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2015-salping. (Bilateral) (interpreted as: salpingectomy) and suction dilatation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, genital haemorrhage, infection, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted:date(s) of removal: (B)(6) 2015. Date(s) of insertion : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result unknown. (Unspecified) yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received. Reporters information were added. Event: pregnancy (stillbirth or miscarriage), device ineffective, miscarriage , infection nos were added. Lab data was added. Fu 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / chronic,"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery ((B)(6) 2015 salping. (Bilateral) (interpreted as: salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Event injury nos replaced with migration, general abnormal bleeding, pelvic pain / chronic, abdominal pain and menorrhagia (heavy menstrual bleeding) added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.